Event description:
It was reported that the pt was being monitored with the arterial catheter. During use, the catheter separated at the hub. Surgical removal was performed to remove the separated portion. There were no pt complications.